Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ plastic concentric luer-lock syringe arrived broken in the original packaging.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd plastipak¿ plastic concentric luer-lock syringes arrived broken in the original packaging. There were 30 occurrences reported. Investigation summary: four sample units belonging to lot number 1803235 and one picture sample were received for evaluation by our quality engineer. A device history record review did not reveal any documented quality issues during the production of lot number 1803235 that could have contributed to the damaged syringes. Investigation conclusion: visual inspection of the picture sample revealed a syringe with a broken barrel. Through visual inspection of the physical samples, the thumb press was observed broken for each sample, but no damage was observed to the barrels. Root cause description: plungers and barrel were damaged because they were hit or any obstruction happened in equipment or transport systems during manufacturing process. Rationale: a quality project was completed recently, in which product protection was increased during the transportation system. These improvements were implemented after the production of lot number 1803235. Complaints received for this device and defect will be closely monitored by our quality team.

Event description:
It was reported that bd plastipak¿ plastic concentric luer-lock syringes arrived broken in the original packaging. There were 30 occurrences reported.